Manufacturer narrative:
Device has been evaluated but has been scrapped per customer request.

Event description:
The manufacturer received information alleging a ventilator was emitting small black particles. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor, sensor pca, and air inlet foam need to be replaced to correct the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator was emitting small black particles. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor, sensor pca, and air inlet foam need to be replaced to correct the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.